Manufacturer narrative:
The tech replaced the brake detent to resolve the issue.

Event description:
The account alleged that when they engaged the brake / steer pedal into brake, it does not seem to fully engage and if you bump the bed the brake steer pedal pops back into neutral. No injury reported.